Event description:
It was reported that the patients back was excessively swollen around the incision sites for both the implantable pulse generator (ipg) and spinal cord stimulation (scs) lead following the permanent implant procedure, prior to discharge. It was determined that the patient developed a large hematoma. It was observed that symptoms began at the lead insertion site, with blood traveling through the tunneled tissue along the leads to the ipg pocket. The patient was taken back to the operating room where both incisions were reopened and drained. A small bleeding arteriole was successfully isolated and cauterized, and thrombin was applied to the spinal incision. The physician does not believe that any of these symptoms were device related. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318500, model: sc-2318-50, (B)(6). Product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, (B)(6).